Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit was not functioning, defective, motor, electrical fault, coupling on the tool side was defective, seized, jammed, heavy moving, motor charge current too high and the coupling head was jammed. It was further determined that the device failed pretest for check function with the pen drive console, check compatibility between the small battery drive device I and the small battery drive device ii, check the triggers and the electronic control unit function, switching function, oscillation angle, off/oscillation/on switch mode function and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.